Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2 additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material was not identified. It was unknown whether reprocessing was conducted in accordance with instruction for use, since the customer did not provide any response. Therefore, a definitive root cause could not be established. The instructions for use states the prevention methods associated with the event in chapter 6 compatible reprocessing methods and chemical agents, and chapter 7 cleaning, disinfection and sterilization procedures chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrovideoscope experienced black material exiting the nozzle. The issue occurred during reprocessing. There were no reports of patient harm.